Event description:
"Surgical site was then closed with 3-0 monocryl (biosyn) buried interrupted stitch for the superficial fascia." Surgeon reported surgical wound healed, but then 8 weeks post op fragments of absorbable suture found in the base of the wound. Covidien biosyn monofilament absorbable suture 4-0 30" undyed on v-20 needle.